Event description:
It was reported that the device has been explanted on (B)(6) 2021. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the incision site, and subsequently was treated with antibiotics for one week (specific type and date not reported). The implanted device remains.